Event description:
It was reported that the pta balloon detached from the catheter shaft upon retracting the balloon catheter through a 6f introducer sheath. Reportedly, there were difficulties advancing the catheter to the treatment site. However, the balloon was inflated and deflated without issues. Upon removing the balloon catheter through the sheath, the balloon completely detached from the catheter shaft. Another pta balloon was used to successfully complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The sample has been returned and is pending eval. The investigation is currently underway.